Manufacturer narrative:
Additional medication information given - patient was on prilosec which could affect osseointegration in addition to the patient smoking.

Event description:
Doctor placed two 5x6; 3.0 implants without complications on (B)(6) 2023 in tooth areas 29 and 31. There was very good, mature, well vascularized bone during the procedure. Tooth #31 was originally removed without complication on (B)(6) 2016 and tooth #29 was removed without complication on (B)(6) 2020. Sutures were removed (ethicon bss; not chromic gut) on (B)(6) 2023. Patient came in friday on (B)(6) and handed both implants to the doctor. One still had bone on it; the other was very clean.

Event description:
Doctor placed two 5x6;3.0 implants without complications on (B)(6) 2023 in tooth areas 29 and 31. There was very good, mature, well vascularized bone during the procedure. Tooth #31 was originally removed without complication in 8/2016 and tooth #29 was removed without complication on (B)(6) 2020. Sutures were removed (ethicon bss; not chromic gut) on (B)(6) 2023. Patient came in friday (B)(6) 2023 and handed both implants to the doctor. One still had bone on it; the other was very clean.